Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal tolling agreement, that a male patient who had a right knee implanted on (B)(6) 2012, underwent a revision procedure on (B)(6) 2022, approximately 10 years post the initial implant procedure for unknown reasons. No further information known.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral knee replacements, this suggests joint maladies. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H6. Investigation results- the logic tibia ps mod insrt device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available. Correction- b3 (B)(6) 2012 implant date, d6b should be blank there is no surgical revision, h6 health effect - clinical code there is no surgical revision & health effect - impact code.

Event description:
As reported per legal documentation the patient had a bilateral knee replacement on (B)(6) 2012. The patient is experiencing pain but has yet to schedule a right knee revision. There is no other patient demographic or medical history available. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. B3: date of event is unknown. D6b: explant date is unknown. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.